Event description:
It was reported that the interrogation of the device was slow. Furthermore, a marker anomaly was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored,

Event description:
Additional information was received that the slow telemetry was due to the device being in telemetry lockout.